Event description:
On (B)(6) 2011, company representative reported patient was hospitalized due to an unknown cause. Patient then went to physician's appointment and told company representative her blood glucose was high due to premenstrual syndrome. Patient was hospitalized from (B)(6) 2011 and was taken off the infusion device at the hospital. She remained off the infusion device at the time of follow-up. Follow-up was completed with mother on (B)(6) 2011. Mother reported patient was "not counting carbs correctly" and that caused the hospitalization. Patient received IV fluids and insulin and insulin injections as treatment for hyperglycemia, and blood glucose levels were not provided. Prior to hospitalization, patient was throwing up and very tired. No additional details were provided. Multiple attempts were made to follow-up with patient, and these were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.